Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "fluid collection" and "probable intramammary lymph node in the left side with silicone impregnation measuring 0,4cm" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "total collapse of the elastomer of the left implant", "probable intramammary lymph node in the left side with silicone impregnation measuring 0,4cm", "fluid collection".

Event description:
Patient reported left side "rupture", "total collapse of the elastomer of the left implant", "probable intramammary lymph node in the left side with silicone impregnation measuring 0,4cm", "radial folds", "oval nodules", "fluid collection." The device remains implanted.